Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph and the touchscreen display icon for the bluetooth intermittently changed color. Customer's blood glucose was 134-151 mg/dl.